Event description:
Machine in nursery used to test for newborn hearing deficiencies was not operating (sonamed). Machine was not routinely updated. Sonamed sent a disc to nursery that allowed them to update their version which will help correct the problem.